Event description:
The customer was hospitalized for high bgs and dka. It was stated that the batteries were taken out from the pump prior to the call and testing was not performed. Later, the family member called back to report a battery out of limit. Assisted family member with clearing the alarm and setting the time and date. Reviewed the basal rates and ran a self-test. Pump passed the test. The next day, the family member called again to report that the customer has high bgs again. Ran a prime test and the insulin exited. The programming insulin concentration, and bolus history were correct. The high-pressure test passed. Found that the customer may not have the correct set for their body.